Manufacturer narrative:
H.6. Investigation summary no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringes have molding defects which are causing leakage during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: (2 of 3 complaints). It was reported that syringes have molding defect, causing them to leak.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0003853, medical device expiration date: 2024-12-31, device manufacture date: 2020-01-03. Medical device lot #: 0059796, medical device expiration date: 2025-01-31, device manufacture date: 2020-02-28." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringes have molding defects which are causing leakage during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: (2 of 3 complaints). It was reported that syringes have molding defect, causing them to leak.